Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation, the battery would not charge when placed in a battery charger. Liquid contamination was found inside of the battery pack. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
The (B)(4) distributor returned battery pack sn (B)(4) to zoll reporting that the "strap is broken". Upon further investigation, a reportable event was discovered. The patient was issued a replacement battery pack.